Event description:
It was reported that the pt has had long standing issues relating to the increasing ground path impedance (gpi) and variable electrode impedances between appointments.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.